Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013; 4196 implantable pacing lead, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) was triggered due to noise and t-wave oversensing (twos). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that programming was done and the rv lead remained in use. Additional information was received in follow up with the clinic and reported the patient is deceased and died approximately two months later. No additional information was available. The cause of death has been requested and has not been received.